Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, the angio-seal device was used normally, however when the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned, and the device/sheath assembly was withdrawn together and the hemostasis failed. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Then, the physician cut the sheath and confirmed that the anchor and collagen were contained in the sheath, and no anchor or collagen remained in the body. The estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was ppi (percutaneous peripheral intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. Severed hemostasis sheath was returned mated with the carrier tube. No other accessory components were returned. Visual inspection revealed that the returned carrier tube was found to be mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The tip portion of the sheath was found severed above the blood inlet hole. The anchor and collagen were completely exposed from the manufacturing slit and hang outside of the carrier tube. There were no anomalies were observed with the anchor. No other visual anomalies were noted. No functional testing was possible due to the mutilated condition of the returned device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not being positioned in the forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be determined based on the available information.